Event description:
Treatment of an aneurysm. During the procedure, it was reported that two coils could not be detached and were removed from the patient.no patient injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00779.

Manufacturer narrative:
The pushwire was returned for evaluation with the implant coil still attached. The evaluation could not determine the cause of the event.(B)(4).